Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump was not registering the battery or the insulin. The insulin pump alarmed failed battery test after troubleshooting as well. Customer's blood glucose level was 89 mg/dl. The device was not returned.